Event description:
Left-side capsular contracture, baker grade 4.

Manufacturer narrative:
Only the contralateral device was returned to the manufacturer and it was, the device was returned intact and functional; the device weighed 0.1g over specification.